Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the oxygen gas module was replaced and returned for investigation. During pre-use check it was found a failure that could cause the reported problem with auto cycling during simulated use test of the returned oxygen gas module in a ventilator. The failure was caused by an external force affecting the solenoid inside the oxygen gas module to hit two capacitors that went broken and lost its contact with the printed circuit board inside the oxygen gas module. The external force could hypothetical be a ventilator that has tipped over. The ventilator has been tested for external forces of 15g. The two capacitors are part of the flow measuring in the gas module. The failure of the two capacitors leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event. The true cause of the external force has not been established.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator was autocycling. There was no patient involvement. (B)(4).